Event description:
It was reported that during implantation, all components were assembled per the technique and while attempting to insert the tibial insert (24mm) would not engage or lock into the baseplate, the locking mechanism was checked and reattempted. Another insert was opened (20mm) and inserted into the baseplate with the same results. Surgeon followed the procedure for impacting the insert by inserting it into the baseplate and sliding it posterior, and impacting down to engage the lock. The result was it did not completely lock in both instances. The surgeon was able to push the poly off with slight thumb pressure, but felt he had no choice but to insert the poly anyway. He did, however, put a coating of cement between the baseplate and poly as a glue to ensure the poly would stay in place.

Manufacturer narrative:
This is the same pt/event as MFR # 9610726-2009-00044.